Event description:
A malfunction alarm was reported, but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed that they could continue using the pump and advised to call back if the issue reappeared.